Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1: patient sid (B)(6).

Event description:
The customer observed falsely elevated calcium results were generated on additional 2 patient samples. Results were not reported to the medical provider. Following data was provided. (B)(6) 2025; sid (B)(6): initial results = 8.0/9.0 mg/dl, repeat result was 16.0 mg/dl. (B)(6) 2025; sid (B)(6): initial results = 8.0/9.0 mg/dl, repeat result was 15.5 mg/dl. The customer uses critical range > 12 mg/dl and reference range 8.5-10.5 mg/dl. There was no reported impact to patient management.

Event description:
The customer observed falsely elevated calcium results were generated on additional 2 patient samples. Results were not reported to the medical provider. Following data was provided. (B)(6) 2025; sid (B)(6): initial results = 8.0/9.0 mg/dl, repeat result was 16.0 mg/dl. (B)(6) 2025; sid (B)(6): initial results = 8.0/9.0 mg/dl, repeat result was 15.5 mg/dl. The customer uses critical range > 12 mg/dl and reference range 8.5-10.5 mg/dl. There was no reported impact to patient management.

Manufacturer narrative:
Updated/additional information: section d10 - concomitant product = wash cup, reagent (rohs), part number = 7-93132-03 added. The field service representative (fsr) inspected the instrument, architect c4000, serial number (B)(6) and observed insufficient wash cup flow for the r1 probe. The fsr resolved the issue by adjusting the r1 wash cup flow rate. Part number 7-93132-03 wash cup, reagent (rohs) was determined to be the likely cause of the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the architect c4000 did not identify any similar issues described in this complaint. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module, serial number (B)(6), was identified.